Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a 54 year old female patient presenting for hemodynamic support using the impella rp flex device. During support, there was suspicion of hemolysis, as evident by elevated ldh labs. Out of concern, the pump was removed.

Manufacturer narrative:
Since the original report, an investigation has been completed with regards to the allegation of hemolysis and the impella device. The product was returned with the catheter cut. No abnormalities on the pump were found. The pump was decontaminated and the motor cable lines were soldered back together so a hemolysis test could be conducted. The hemolysis test was completed and the resulting mih was a passing value of 3.08. The data logs were reviewed and found spikes in placement signal with increased p-levels, likely due to the pump migrating toward the vasculature., the positioning of the pump was confirmed through imaging, the root cause of the hemolysis was determined to be patient condition as the device placed after the rp flex, protek, also produced elevated ldh values and the returned rp flex pump passed hemolysis testing ruling out a malfunction of the device. Since this report, an allegation of thrombocytopenia with a possible relationship to the impella was received. An additional investigation will be performed and an additional supplemental will be filed. B(5) - additional information received via loqi database pertaining to this patient enduring thrombocytopenia. Added to b5.

Event description:
Additional information received via loqi (abiomed¿s long-term outcome and quality indicator (loqi) impella registry, pertaining to this case. It was noted that, in addition to hemolysis, thrombocytopenia occurred with a possible relationship to the impella rp device.

Manufacturer narrative:
The investigation into the hemolysis and the thrombocytopenia issues has been completed since the original report was filed. The device was returned and tested after arriving in fs. The root cause of the hemolysis was determined to be patient condition as the device placed after the rp flex, protek, also produced elevated ldh values and the returned rp flex pump passed hemolysis testing ruling out a malfunction of the device. However, the root cause of the thrombocytopenia was unable to be determined as limited clinical details were provided.